Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid. Complaint record ID (B)(4).

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. The sheath was not returned for evaluation. A kink was found on the catheter tubing near the y-fitting approximately 76.2cm from the iab tip. The guidewire was returned inside the inner lumen and was unable to be removed. The one-way valve was returned attached to the extracorporeal tubing. The extender tubing was also returned. The one-way valve was vacuum tested and it held vacuum. A laboratory insertion test was unable to be performed due to the membrane being unfurled. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal, and extender tubing was performed and no leaks were detected. A leak may impact the ability to maintain vacuum. We are unable to confirm the reported difficulty during insertion because of the returned condition of the catheter and we are unable to mimic the clinical setting. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
N/a.

Event description:
It was reported that the intra-aortic balloon (iab) could not be advanced through the sheath. A new iab was then successfully inserted through the same sheath. There was no patient harm or adverse event reported.

Manufacturer narrative:
(B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).